Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that skin erosion occurred. The implantable cardioverter defibrillator (ICD) was repositioned and remains in use. The patient is enrolled in the panorama ii clinical trial. No further patient complications have been reported as a result of this event.